Event description:
Baxter received a request from the nurse manager at the center to inspect the meridian hemodialysis instrument that was being used when a pt died during a dialysis treatment. Baxter rep made an on-site visit to the center and was given the following info. The pt with a history of congestive heart failure, left ventricular dysfunction, chronic atrial fibrillation, diabetes mellitus, hypothyroidism and hypertension. At the beginning of the treatment, the pt's exam was remarkable for diminished breath sounds, shortness of breath, bilateral leg edema and a ruddy color. Pt was given oxygen at 2l by nasal cannula. The pt's digoxin level was 2.5. The pt had been dialyzing over 4 hours when there was a blood pressure alarm for no pressure reading. The pt was found to be unresponsive and ashen with no respiration. The treatment was stopped and normal saline was given. A code c was called in the center but the resuscitative efforts were not successful. The death certificate indicates the cause of death as unk. Per family request, no autopsy is to be performed.